Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 799.5 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2019 a motor stall was seen at initial interrogation. It had been just under 3 hours since the patient exited the MRI field. The pump was re-interrogated with logs and a motor stall recovery message logged. The issue was resolved. No patient symptoms were reported. No further complications were reported/anticipated.